Event description:
Coating came off of harmonic ace +7 laparoscopic shears during procedure. Item removed from use and another one was pulled immediately to complete the case. Manufacturer: please note that we do not send products to the manufacturer, but you may arrange for pick-up by sending an e-mail to the address below.